Event description:
I became very sick from breast implants. My body acted as if I had an autoimmune disease yet my bloodwork always came back normal. I gained 25 lbs within the first 6 months of having them with no change to diet and I regularly exercised. Extreme dry eyes, bowel issues, fatigue, joint pain, mouth sores, hair loss, are all just some of my symptoms after getting breast implants. Ref report: mw5150405.